Event description:
Acon was made aware of the complaint via customer call on jan 17, 2024 regarding accidental ingestion of desiccant material from the reagent vial of the on call express (ocx) blood glucose strip. The customer (reporter of the complaint) informed acon that the incident produced minor symptoms due to the accidental ingestion from the ocx strip vial. The incident was attributed to customer not following intended use of the device (i.e., using the reagent vial as drug storage container). As per the report, the accidental ingestion did not produce long term effect, and the customer has since recovered when s/he contacted acon. The incident will be recorded and tracked internally for acon records. Should new relevant information become available, a supplemental report will be submitted.